Manufacturer narrative:
Product analysis: 1 still image received for analysis. Image depicts the proximal end of a valiant captivia delivery system. A detachment is evident at the proximal end of the screw gear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft vamf3636c100tu valcap frefl was intended to be implanted during a tevar procedure to treat a 39mm aortic dissection. It was reported that during preparation the device was opened and presented onto the sterile field, where the device appeared damaged prior to implantation. The device was immediately removed from the sterile field and secured, and a replacement valiant device was promptly provided. The damaged device was not implanted, and the patient was not exposed to it. The procedure continued without delay using the replacement product, and the patient underwent successful tevar for aortic dissection. No patient complications were reported. The event was resolved as the damaged device was identified prior to implantation and replaced, with the procedure completed as planned. There was no patient involved. The cause of the damage was not determined. It was noted that a small dent was observed to the device box but no internal damage suspected.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received for analysis in it's tray and shelf carton. Deformation was evident to the shelf carton. A fracture was evident to the proximal section of the screwgear, with a kink evident to the metal hypotube at the fracture site. The location of the fracture aligns with deformation to the shelf carton and tray. Deformation was also evident to the strain relief. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.